Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached 2 hours after and it fell into the stomach. A repeat procedure was necessary scheduled on a different day. There was no patient or user injury.